Manufacturer narrative:
The actual device was requested from the reporting facility. A follow up report will be submitted should the device be received, and the results of eval become available.

Event description:
The biomed technician called baxter product surveillance to report that they have an ipump at their facility with intermittent false air in line alarms observed at their labor and delivery department during pt use. The alarm causes the pump to stop infusing. No injury or medical intervention is associated with this report. The customer sent the device back to baxter for eval and repair.